Event description:
The patient reported that she began use of the infusion device in 2009. After beginning use of the infusion device her blood glucose continued to be elevated to 20 mmol/l (360 mg/dl). Her blood glucose did decrease after bolusing. At about two weeks later, the patient switched to her previous infusion device using her current accessories and her blood glucose lowered. Her normal blood glucose range is 6-10 mmol/l (108-180 mg/dl). No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.